Event description:
The caller was a healthcare provider and the reason for the call was to get device registration information. The caller reported that the patient had a lead revision of the left side lead. The caller indicated that the patient was not getting effective tremor relief sometime between placement in 2011 and 2014. They added a second right side lead and the caller thinks that the first right side remained implanted because it provide some therapeutic effect. The caller did not have other details about the status of the therapy.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: v571557); product type: 0200-lead; implant date (B)(6)2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.